Event description:
It was reported that the patient was unable to attach the connector to the device during a supply change. The patient removed the connector and attempted another connector from the same lot, which attached without issue. The supply change was completed successfully, and insulin delivery resumed. Blood glucose levels were not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.